Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death is unknown. It was unknown if pd therapy was ongoing or if the patient was on the hc device at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported event. However, a review of the event history log revealed no failure, malfunction or increased intraperitoneal volume events that could have caused or contributed to the reported event. The device passed returned instrument testing evaluation electrical and functional testing. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Upon conclusion of the investigation, the direct cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.